Manufacturer narrative:
H 3: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. One used sample was received at the manufacturing plant for evaluation. Visual and functional inspection was performed, and it was found to be leaking between the cross spike and the tubing line. The reported condition was confirmed. The exact root cause could not be determined. No formal investigation action is being at this time since failure mode is not a trend. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the feeding set evidenced nutrition filtration in the connection port. This occurred during use. There was a patient involved, but not patient injury, medical intervention, or adverse reactions were associated with this event.